Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17304. It was reported the patient¿s leads migrated. As a result, surgery may take place in the future.

Event description:
It was reported the patient's leads had migrated. Surgical intervention was undertaken which the existing leads were explanted and replaced. Related manufacturer reference number: 3006705815-2022-17304

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.